Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(6). Patient weight was not available for reporting. This report is for six unknown cortex screws. Part and lot numbers were not available for reporting. Other number¿UDI, unknown part number, UDI is unavailable. Unknown date approximately eight years prior to the date of this report. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient underwent hardware removal that due to complaints of pain on (B)(6) 2016 to remove all unknown original implanted parts (lateral malleous) including: one seven-hole one-third tubular plate, one lag screw, six cortex screws, and one locking screw; (medial malleous) two short thread 4.0 cannulated screws - all fully intact. The devices were initially implanted on an unknown date eight years ago to treat a left bimalleolar fracture. This complaint is related to (B)(4) which addresses and reports additional events related to this patient. This report is for six unknown cortex screws. This report is 3 of 5 for (B)(4).